Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously low sodium (na), potassium (k), and chloride (cl) results generated by unicel dxc 600 pro synchron chemistry analyzer for eleven patients. The results were reported out of the laboratory. Upon repeat, the results were higher and amended reports were issued. The customer did not receive any report of impact to patient care.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. On (B)(4) 2010, a bci field service engineer (fse) visited the site and performed necessary service procedures.